Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that since implant the patient has not had any bladder control and has had 4 uti's and discomfort. The patient said that they have tried increasing the stimulation and changing the programs 4 times.patient stated that yesterday and today the pain increased. The last time the patient made an adjustment was on (B)(6). Patient said that it feels like something is coming out of their bottom when they sit and it is like they are getting a poke with an IV. Patientalso said that if they are constipated it becomes very painful and they have blood on their incontinence pad. Patient called the urologist's office and was told to call medtronic. Patient service specialist walked the patient through connecting to their settings and the patient was on program 4 at 3. 9 volts. Patient decreased the stimulation to 3. 6 volts and confirmed that it was not as painful. Patient mentioned they only saw 4 program options and thought there was supposed to be 7. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue. Email sent to field staff notifying of situation and requesting assistance if necessary.